Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The cgm was providing high readings of 13 mmol/l and based on this the patient self-treated with 6 units of insulin. The cgm readings were inaccurate, as the patient experienced shortly after hypoglycemia with seizure, lost consciousness, mentally diminished state and memory loss. The patient was taken to the hospital and had a blood glucose reading of 4 and 5 mmol/l, while the cgm reading was still 13 mmol/l. A CT scan was performed due to head injury. It was reported that the patient was in hospital for over 15 hours, and she was also supposed to travel to thailand that evening, which has all had to be cancelled due to the event. There is no documentation about the treatment administered at the hospital. The patient was discharged the next day. At the time of the report the patient was still recovering but stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.